Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead the patients blood oxygen saturation decreased and a loss of consciousness was also identified. Physician carried out intubation with the patients condition becoming unstable. Implantation of the lead was therefore abandoned and the patient received a single chamber device. No further patient complications have been reported as a result of this event.